Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The empty flexible solution container was being filled in the pharmacy with 3 vials of clindamycin for an unspecified total volume solution. It was reported that when solution was added to he solution container, solution leaked. The customer contact described the location of the leak as between the bottom ports. It was reported there was no seal between the bottom ports. No specific details were provided. No add'l info was provided.